Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The reporter discarded the port when it was explanted and it is no longer available for return. The reporter indicated that the band will not be returned. Therefore, allergan will not received the device and no analysis or testing will be done. Based upon the serial number, model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain, infection, wound drainage and irritation/inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "the lap-band system is contraindicated in: patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."

Event description:
The pt reported a lap-band port "rotted inside of body, had an infection, with pain and pus and skin changing color to purple." The pt reported they were advised by the healthcare professional to "use a compress and take pain medication." The port was explanted. The pt reported that the band portion of the lap-band device was explanted two weeks after the port was explanted. Pt also reported being prescribed metronidazole to treat the infection. Follow-up findings: healthcare professional reported the infection was first noted when the pt reported pain at the port site. The physician "drained the infection several times." The pt was prescribed "clindamycin" to treat the infection, it was also noted that "the infection started leaking and weeping." The port and band were explanted on separate days and they were not replaced.